Event description:
It was reported that the patient's ipg was nearing end of life. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was nearing end of life. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The report of ipg being revised due to it being at eol (end of life) was not confirmed. Analysis of the returned device found it had not declared eri or eol. The ipg did display the "replace generator soon" message while in a session with a programmer and logged a first eri date of 3 dec 2021. The device communicated with all lab utilities and passed all tests on the ate. Longevity calculation found the range of 0.3 years up to 5 years and confirmed the device had normal battery depletion. Three of the programs used high settings and accounted for using up 90.5% of the battery's capacity which impacted overall longevity.